Manufacturer narrative:
Device not retuned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare solutions reported that following implantation of an intraocular lens (iol) the lens was explanted due to blurred vision. Additional information was requested.